Event description:
It was reported that during coil embolization, the physician experienced resistance when inserting the coil into the microcatheter. While the physician was withdrawing the coil, he experienced resistance and the coil detached inside the microcatheter. The coil and microcatheter were retrieved together. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the coil was detached from the delivery wire. The delivery wire was noted to be bent at 41 cm, 110cm, and 169cm from it's proximal end. Blood was noted in the introducer sheath as well as on the main coil. The main coil and main junction were noted to be kinked. It was confirmed that the coil had broken away from the detachment zone of the delivery wire. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Event description:
It was reported that during coil embolization, the physician experienced resistance when inserting the coil into the microcatheter. While the physician was withdrawing the coil, he experienced resistance and the coil detached inside the microcatheter. The coil and microcatheter were retrieved together. There was no clinical consequence to the patient.